Manufacturer narrative:
Due to the limited information and the missing product investigation is restricted to traceability of manufacturing and quality control data. Based on the submitted picture, a deformation of the outer housing is visible. Deformation of the outer housing can impair the adjustability of the valve. The final product quality assurance report can exclude a defect at the time of delivery of the progav. The traceability indicates that the valve was in perfect condition. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.

Event description:
It was reported that a progav (#fv434-t) could not be adjusted upon opening the packaging. No sample was returned for investigation.

Event description:
It was reported that a progav (#fv434-t) could not be adjusted upon opening the packaging.

Manufacturer narrative:
Manufacturing site evaluation: traceability of the production data was carried out and no deviation was determined. The investigation on the product is still pending. Should relevant additional information/investigation results become available, an supplemental medwatch report will be submitted.

Event description:
The complained product was sent to the manufacturer. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Conclusion information: due to the fact that we received the return with a significant delay after the complaint was completed (without a sample), a meaningful analysis is not possible. The proliferation of microbiological organisms (fungi, mold, etc.) Due to prolonged storage before return for examination means that a meaningful analyses of the malfunction by us is impossible. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A traceability check has been carried out with the return shipment and showed no deviations. Actions: no further actions are required as a result of the complaint. If you have further questions, please contact the vigilance team by mail complaints@miethke.com. Return of the product: we will return the product without examination to the submitter for our relief. Documentation: the report is documented in accordance with the legal requirements for documentation, described in section 4.2.1 of the quality management manual of christoph miethke gmbh & co. Kg.